Event description:
The resident was being lifted from the bed to the wheelchair. The lift was in the "up" position with the resident in the sling. The resident moved and the lift tipped over with the resident falling to the floor and falling on the lift legs. An ambulance was called. She was taken to the hosp with no apparent injury. She was returned to the nursing home. This info was submitted as follow-up 4/28/94: no x-rays were taken when the pt was initially taken to the ER. She was later returned to the hosp where x-rays showed she had a fractured right shoulder and left leg.